Event description:
Customer reported receiving an error-4 message during strip insertion. While assisting the customer to re-set the device, it was discovered the locked meter was now unlocked with the uom selectable. There was no report of death, serious injury, or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation on return meter. Memory overwrite was observed. Customers and retailers have been informed through the famay2006 letter.